Manufacturer narrative:
Per the complaint, part/lot numbers were unknown. Part number identified at inspection and lot information will be requested.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate.